Manufacturer narrative:
On 03jun2019, a medical report and a pharmacy receipt were received from the patient. Date of visit: (B)(6) 2018. Dx: os idiopathic cornea ulcer, idiopathic acute conjunctivitis, dry eye syndrome, idiopathic keratitis. Comment: ¿on (B)(6) 2018 examined and treated for such reason. We assume medical events were related to contact lens wear.¿ pharmacy receipt: 18jun2018-14dec2018; 6 visits: (B)(6) 2018. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 1944 - keratitis, code 1784 ¿ conjunctivitis, code 1814 ¿ dry eye(s).

Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) from (B)(6) reported a diagnosis of corneal ulcer while wearing acuvue® 2® define¿ brand contact lenses (cls) in (B)(6) 2018. The pt was not able to use cls for 6 months. On (B)(6) 2019, the pt provided additional information: the pt reported having a long medical treatment due to the corneal ulcer last year. The pt was not able to provide any further medical information. On (B)(6) 2019, the pt provided additional information: the pt reported that both eyes were affected. The pt will try to obtain the medical report. No additional medical information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect cls for left eye (os) was discarded. This report is for the os event. A separate report will be filed for the right eye (od) event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot: 3617470259 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.